Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer completed troubleshooting and the alarm was caused by infusion set/reservoir occlusion. The customer's blood glucose was 447 mg/dl towards the end of the call which they treated with manual injection. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis